Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. Review of the device log shows the device powered on with CPR stat padz or CPR-d-padz in leads view and was later switched to pads view, but no ECG was displayed based on an advisory message. A defib lead alerts the user that the unit does not recognize a valid patient impedance. It is advised that the connection between the patient/device and the pads are inspected and corrected when the message occurs. The log suggests the electrodes are applied to a patient but poor coupling is noted. The device was returned with the multifunction cable and CPR connector, passed full functional testing and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.